Event description:
Boston scientific received information that when this right ventricular lead was implanted, there was a pneumothorax. Elevated pacing threshold measurements were also noted but remained stable. The pneumothorax resolved on its own, and no additional procedures were done to either mitigate or resolve the issue. The lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.